Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a cassette not attached error and battery compartment damaged. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was an inoperable dso sensor and battery compartment. Replaced the downstream occlusion sensor and battery compartment to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.